Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic with non-sustained oversensing noise episodes. Fluoroscopy and x-rays were performed and taken but no lead damage was observed. No intervention was taken. The patient will be monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted the lead continued to exhibit noise and on (B)(6) 2019, during pre-procedure testing high capture thresholds were also noted. The patient was asymptomatic to the event. The lead was explanted and replaced by dr. (B)(6) at (B)(6). The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
The reported events of ¿sensing noise and inadequate capture¿ were not confirmed. A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion breaching the ring electrode (re) cables lumens was noted at 10.7-11.7 cm from the distal tip. The re cables etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted breaching the re cables at 21.1-21.6 cm from the distal tip and breaching the scv cable lumen at 21.5-22.0 cm and 22.4-22.6 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion breaching the superior vena cava (svc) cables lumen was noted at 42.9-43.1 cm from the distal tip consistent with lead friction to the device can. The etfe coating was intact at this location.